Manufacturer narrative:
This information was not provided during initial report. Additional information has been requested. Synthes is unable to determine manufacturing site or manufacturing date without a part number or a lot number. Synthes is unable to determine 510(k) # without a part number or a lot number. Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided.

Event description:
Status post periprosthetic midshaft femur fracture, distal to a total hip. Second non-union surgery. First non-union was one year ago. Patient complained of pain in right femur. Revision due to nonunion. Patient revised to plate and screws. This is the 3rd of 18 reports submitted on this event.